Event description:
The user facility reported a 62-year-old female was implanted with an impella device for mechanical circulatory support. The complainant reported that impella cp was weaned and explanted but the 14fr 25cm sheath was left in, per physician¿s request, angiogram performed and notably perfusion was occluded. Upon a follow-up angiogram, the patient had right distal limb perfusion beyond impella sheath. Vascular surgeon to remove impella sheath and perform manta or vascular closure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.